Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (1g daily) and intraperitoneal amikacin (300 mg daily) for bacterial peritonitis. Dianeal therapy remained ongoing. Fourteen days after admission, the vancomycin and amikacin were discontinued and the patient was discharged from the hospital. Also that same day, the patient was deemed recovered. No additional information is available.